Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported "door not fully latched" alarms were confirmed. This alarm was caused by a loose link screw (upper). The screw was adjusted during evaluation with the door performing as expected. The screws will be replaced during the repair process.

Event description:
It was reported that a spectrum pump was alarming for "door not fully latched." It was also reported that there was no patient incident.